Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when trying to input the transmitter ID, the customer was unable to toggle between the alphabetic and numeric keypad. After the pump was manually rebooted, the customer was successfully able to enter transmitter ID. There was no known impact to the customer's blood glucose level.